Event description:
It was reported while using bd vacutainer® sst¿, fibrin clumps were seen in the serum of three tubes post centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retain samples were subjected to visual inspection for additive abnormality and gel defects and no issues were observed relating to fibrin as all samples met specifications. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.